Event description:
It was reported that the nurse removed and reconnected the cassette to pump but issue was not resolved . No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted due to lot number is unknown. No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product sample was received; therefore, visual and functional testing could not be performed.